Manufacturer narrative:
Corrected field : h6 ( medical device ¿ problem code ) , g2. Updated fields: b4, g3, g6, h2, h6(investigation findings, type of investigation, investigation conclusions,component code), h11. The getinge field service engineer (fse) was informed the iabp could not be used an autofill failure occurred. Fse found that there was an alarm power - up test fail code #3 in the inspection. The cause was that the values k7 and k8 (drive manifold) was not working. After the inspection, the iabp was still under warranty. Therefore, the drive manifold parts were ordered for a claim. The customer was notifying.

Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) had an auto-fill failure alarm. No patients were involved.

Manufacturer narrative:
Additional information: due to characterization limit e1 (initial reporter: (B)(6)). A supplemental report will be submitted upon completion of our investigation.